Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error. The blood glucose level was 69 mg/dl at time of the event. Troubleshooting did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. No unexpected power loss or replace battery now alarm noted. However, pump trace download analysis confirmed the device alarmed power error and replace battery alert. The power management tool confirmed power error and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. The test guardian link with the glucose sensor simulator communicates properly to the device noted. No unexpected suspend (low sensor glucose) noted.